Manufacturer narrative:
A review of complaint history, instructions for use (IFU), and quality control were conducted during the investigation. The complaint device was not returned for investigation. Photos of the device and site of skin irritation were provided by the customer. The photos showed that the bolsters were pushing into the patient's skin, indicating that they were likely placed too tight. However, photos immediately after placement were not provided as these photos were after the 17 days when the device was removed. Photos confirmed that skin irritation occurred under the external bolsters. Per customer statement, "the physician added that normally patients are brought back between 10-14 days, but this patient was seen at 17 days. It did not affect the gastrostomy. The anchors were removed at the time of evaluation. The anchors were tighter than normally placed." The device is shipped with instruction for use (IFU), which states, "while maintaining slight tension on the trailing suture, introduce the distal spring coil of the wire guide into the needle and use it to push the anchor out of the needle into the stomach cavity maintain slight tension on the suture during anchor introduction remove the introducer needle over the wire guide. With the wire guide still in position, apply traction to the suture to pull the anterior wall of the stomach against the abdominal wall " the IFU also states, "note the sutures may be left in place for two weeks while tract formation occurs, or they may be cut after gastrostomy catheter placement." It is feasible to suggest that, as stated by the customer, the physician pulled too tightly on the suture material and left the device in place for longer than indicated in the IFU that the root cause skin irritation was those two actions. We have notified the appropriate internal personnel and will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
The physician provided information that a skin ulceration/abscess was noted under the suture anchor site; which had been placed by one of his associates. Additional information stated that normally, patients are brought back between 10-14 days, but this patient was seen at 17 days (longer than normal). However, it did not affect the gastrostomy. The anchors were removed at the time of evaluation and it was noted that the anchors were tighter than normally placed. No patient information nor outcome was provided.